Event description:
Device increase in pacing threshold and pacing impedance over the duration of the implant.

Event description:
Device increase in pacing threshold and pacing impedance over the duration of the implant.